Manufacturer narrative:
Plant investigation: no parts were returned to the manufacturer for physical evaluation. A records review was performed on the reported serial number. An investigation of the device manufacturing records was conducted by the manufacturer. There were no non-conformances, or any associated rework identified during the manufacturing process which could be related to the reported event. In addition, the device history record (DHR) review confirmed the results of the in-progress and final quality control (qc) testing met all requirements. The investigation into the cause of the reported problem was not able to be confirmed. A definitive conclusion regarding the complaint incident cannot be reached without a physical examination of the complaint device.

Event description:
A peritoneal dialysis (pd) patient contact reported finding a fluid leak associated with pd treatment. During fill 1 of 4, there was an air detected in cassette warning. There were multiple warnings. The patient cancelled treatment and found fluid leaking from the cassette into the pump module area. The patient was advised to let the cycler dry out for 24 hours and then use for next treatment. In a follow up, the reporter verified the fluid leak event and said there was no harm, intervention or adverse event in association with the leak. The patient is continuing with treatments on the same cycler.

Event description:
A peritoneal dialysis (pd) patient contact reported finding a fluid leak associated with pd treatment. During fill 1 of 4, there was an air detected in cassette warning. There were multiple warnings. The patient cancelled treatment and found fluid leaking from the cassette into the pump module area. The patient was advised to let the cycler dry out for 24 hours and then use for next treatment. In a follow up, the reporter verified the fluid leak event and said there was no harm, intervention or adverse event in association with the leak. The patient is continuing with treatments on the same cycler.

Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.